Manufacturer narrative:
The versiva fiber was received in its original pouch. Visual analysis of the pouch showed no damage, cuts or tears. The seal of the pouch was breached. The heat seal transfer was complete indicating the pouch left boston scientific corporation control properly sealed. Visual examination of the returned fiber showed it was not damaged and it appeared to be unused. The black strain relief was present and connected to the 'sub-miniature a' (sma) end of the fiber showing no evidence of heat damage or melting. No damage to the fiber face within the sma connector was observed and the condition of the distal tip was free of damage. A review of the manufacturing records for this lot was performed and no issues that could have contributed to this event were found. The complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that a versiva 200 laser fiber was inspected upon receipt at the user facility. According to the complainant, during unpacking of the fiber to place on the shelves, it was discovered that the pouch of the fiber was open approximately one-half inch along its seal. This was the only fiber affected as the remaining four fibers did not display similar pouch damage. In addition, there was no noticeable damage to the outer box.

Event description:
It was reported to boston scientific corporation that a versiva 200 laser fiber (box 5) was inspected upon receipt at the user facility. According to the complainant, during unpacking of the fiber to place on the shelves, it was discovered that the pouch of the fiber was open approximately one-half inch along its seal. This was the only fiber affected as the remaining four fibers did not display similar pouch damage. In addition, there was no noticeable damage to the outer box.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.